Event description:
Aortic cannula with vent cap in place was inserted into the aorta. Cannula was secured into place with slides and heavy ties. Tubing clamp was placed on cannula. An attempt was made to remove the white cap of vent cap from the cannula. The end of the cap broke off leaving the tip of the white cap in cannula. Surgeon removed particles of the cap with straight clamp. He followed with irrigating the cannula up to the clamp with profuse amount of saline irrigation.